Event description:
During the implant procedure, the physician used hemostat forceps while dissecting and the patient experienced bleeding. Physician made an incision above the clavicle and the bleeding was located, clipped, and tied to stop the bleeding. This resolved the issue.